Manufacturer narrative:
Unable to verify s/w due to blank display. Device received with blank display due to moisture damage on the electronic assembly. Unable to verify critical pump error (open book) and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Device received with pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error with open book image on the screen. No harm requiring medical intervention was reported. The device will be returned for analysis.